Manufacturer narrative:
Investigation results: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode of foreign matter with the incident lot was not observed. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that foreign matter was found inside a bd vacutainer® barricor¿ lh plasma blood collection tube during use. There was no report of exposure, serious injury or medical intervention.